Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12566. It was reported that an asymptomatic patient presented remotely via merlin.net with noise over-sensing causing pacing inhibition. It was unknown if this was due to the implantable cardioverter or the right ventricular lead. Patient presented to the clinic, where the issue was reproduced with isometric exercises. Both devices were reprogrammed accordingly. Patient was stable after the event.